Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, while testing the jaw of the reload could not open. Another device was used to resolve the issue. There was no patient injury.